Manufacturer narrative:
D4. Medical device expiration date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer has had more molecular fps gram stains and subsequent cultures were all negative for yeast no erroneous results reported.

Event description:
It was reported that during use with the bd bactec¿ plus aerobic/f culture vials (plastic) molecular false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: customer has had more molecular fps gram stains and subsequent cultures were all negative for yeast no erroneous results reported.

Manufacturer narrative:
Investigation summary: catalog: 442023 batch no.: unknown customer reported a molecular false positive result. Neither photos nor returned good samples were received. Bd was not able to perform an investigation to the retention samples since batch number is unknown. A complaint history review cannot be conducted relating to the incident lot number and the ¿as reported¿ defect code since batch number is unknown. The batch history record could not be reviewed as the lot number is unknown nonetheless batch history records are always reviewed prior to product release. Complaint is unconfirmed.

Manufacturer narrative:
The following fields have been updated: b5. It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there were an unknown number of false positive results. There was no report of patient impact. This supplemental MDR is being submitted as part of a retrospective review of records dating april 2023¿2025, under CAPA 11910483.

Event description:
It was reported while using bd bactec¿ plus aerobic/f culture vials (plastic), there were an unknown number of false positive results. There was no report of patient impact.